Event description:
It was reported that during a ptca procedure, the tip of the pt2 guidewire separated and remains in the pt. The lesion being treated was located in the 99% stenotic, calcified, and mildly tortuous diagonal (dx) artery. The physician experienced some resistance during withdrawal of the guidewire. The tip separated 3cm from the distal end, and the separation was both corewire and polymer. Attempts at retrieving the tip were unsuccessful. The physician reported "the position of the tip does not pose a threat to the pt." There were no pt complications reported, and the pt status was reported as 'okay.'